Event description:
It was reported that following a heart cath and interventional procedure, an obese, diabetic pt with a long-standing history of heart disease had an 8f angio-seal device deployed without complication. The pt was placed on integrillin, heparin and plavix during the procedure. Hemostasis was obtained, however, within 30 minutes, the pt exhibited sings of hypotension, abdominal pain & nausea. The pt was unresponsive to dopamine & levophed. The pt was transferred to the operating room for exploration of the groin (lfa) which revealed a large retroperitoneal bleed. The angio-seal device was not observed at that time. Additionally, a large hole was observed in the proximal "cfa" which was repaired surgically. The pt also experienced disseminated intravascular coagulation (dic) and died from complications of dic that evening.